Event description:
It was reported that a patient with a 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 8 months due to severe calcification and stenosis. The patient presented with hf and sob.

Manufacturer narrative:
Updated b5, b7, and h6 per new information received.

Manufacturer narrative:
The most likely cause is patient factors, including hyperlipidemia (hld) and coronary artery disease (cad). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to severe calcification and stenosis. The patient presented with hf and sob. A 9750tfx 23mm transcatheter valve was implanted.

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 8 months due to severe calcification.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.